Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history record review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion, which was unable to reproduced during evaluation. A review of the event history log identified upstream occlusion alarms, but its unable to be determined whether they are true or false occlusions. Evaluation sent the device for upstream occlusion testing and the device came back with passing results. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a upstream occlusion. There was no patient involvement. No additional information is available.